Event description:
Elderly male with history of diabetes, pneumonia and lung lesion. Having a thoracoscopy, wedge resection, the white tip/insert of the grasper came off after cauterizing tissue (21-46). This is device #2. After cautery, the white tip/insert on the grasper began to peel off. Device # 3 used to finish the procedure.